Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
Initially, it was reported that a loading error occurred with the lens and delivery device. Subsequently, it was indicated that the lens was intraoperatively implanted and removed from the left eye due to a bent haptic. The incision was enlarged in order to remove the lens and a backup lens was implanted. There was no permanent injury to patient.

Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history records (DHR) could not be performed. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.